Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-person check, atrial lead dislodgement was observed. The lead was successfully repositioned without complication on the same day. There were no reports of complications and patient consequences.